Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to reposition the rv lead. The patient condition was stable before, during, and after.

Event description:
Related manufacturer report number: 2017865-2022-07855 . It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the right ventricular (rv) lead. During lead revision, it was noted that the rv lead high pacing impedance was due to a loose set screw of the implantable cardioverter defibrillator (ICD). On (B)(6) 2022, the physician elected to reposition the rv lead. The patient condition was stable before, during, and after.

Event description:
Related manufacturer report number: 2017865-2022-07855. New information received notes that the right ventricular (rv) lead had also exhibited high defibrillating impedance and the event of high pacing impedance had re-occurred. The rv lead was explanted and replaced. Upon placement of the new rv replacement lead during procedure, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to capture. The ICD was explanted and replaced. Patient condition was stable pre, during and post procedure.

Manufacturer narrative:
Correction: "b5 - describe event or problem" corrected for 2017865-2022-07355 submitted on 25 aug 2022.

Event description:
Related manufacturer report number: 2017865-2022-07855. New information received notes that the right ventricular (rv) lead had also exhibited high defibrillating impedance and the event of high pacing impedance had re-occurred. The rv lead was capped and replaced on (B)(6) 2022. Upon placement of the new rv replacement lead during procedure, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to capture. The ICD was explanted and replaced. Patient condition was stable pre, during and post procedure.